Manufacturer narrative:
(B)(4).

Event description:
It was reported when the intra-aortic balloon pump (iabp) was in use, it was noted that there was a short run time on the patient. The pump would alarm, and then shut off. The pump was sent to biomed, where it was found that the power cord was loose and had a crack. As a result, the power cord was replaced and the battery was checked to be good, but was replaced also. The iabp passed functional inspection. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump shut off unintentionally" is not able to be confirmed. A teleflex field service engineer checked the pump and could not replicate the problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported when the intra-aortic balloon pump (iabp) was in use, it was noted that there was a short run time on the patient. The pump would alarm, and then shut off. The pump was sent to biomed, where it was found that the power cord was loose and had a crack. As a result, the power cord was replaced and the battery was checked to be good, but was replaced also. The iabp passed functional inspection. There was no report of patient death, serious injury or complications.